Manufacturer narrative:
The subject device was returned to olympus for evaluation. The evaluation confirmed that the probe broke down. There was a scratch on the probe. This device is subject to total inspection to ensure that the device is capable of properly activating output before shipment by olympus. Considering the evaluation result of the subject device, olympus concluded that the reported event occurred since the surgeon activated the device while the probe had contact with something hard, like metal or tissue. The instruction manual of sonosurg mentions warning and caution.

Event description:
The subject device was used during an uncertain procedure. The probe of the device was broken. There was no patient injury reported.